Event description:
Suction irrigator opened for laparoscopic case. It was working like normal at first then during case the irrigating button would not turn off. The suction irrigator continued to run causing the battery pack to become loud and hot. There was a potential risk for fire because the only way to turn it off was to cut the battery pack from the tubing. It was cut and no fire or smoke occurred, and it was replaced with a new one on the sterile field. No harm caused to the patient or operating room staff. Brand is stryker reference number on package is 250-070-520, lot #24266fg2.